Event description:
Initial result for a patient tsh was 0.071 uiu/ml. When repeated, the result was 2.01 uiu/ml. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.